Event description:
The patient reported a new pod was applied on (B)(6) (assumed (B)(6)) around midday, with a check around 17:30 showing no alarms and normal operation. The patient reported that a bolus of 5.15 units novo-rapid was administered on (B)(6). By (B)(6) morning around 08:30¿09:00, the onsite staff observed the glucose reading as "high" on one device and measured approximately 27 mmol/l (486 mg/dl) with a separate meter; a bolus of 8 units was delivered via the pod but glucose rose to over 30 mmol/l (540 mg/dl). No alarms were heard from the controller or the sensor app, and the patient¿s family had not installed the sensor app. The pod had been worn on the upper right arm for 23 hours. On (B)(6), the patient¿s condition deteriorated with symptoms of malaise, nausea, and vomiting, leading to ambulance transport to the hospital in (B)(6) and admission. The patient reported to be diagnosed with ketoacidosis and made referenced to a coma; treatment details were not known by the patient. The pod and sensor were removed in the ambulance or at the hospital. The patient has stabilized enough to move from intensive care to a ward; glucose remains variable; antibiotics given for suspected infection. At the time of the call on (B)(6), the patient remains hospitalized on a ward and may have a pod reapplied. The pod is currently not available as it may have been misplaced during the ambulance transport or during hospital admission.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was misplaced. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data from the user for the period of 05apr2026-07apr2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased. An automated delivery restriction alert was generated at 21:59 on 05apr2026 due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. Upon generation of the alert, the system transitioned to automated mode: limited and immediately began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. Once the alert was acknowledged, the system transitioned to manual mode and remained in manual mode until the pod was discarded at 14:23 on 07apr2026. A new pod was activated at 15:10 on 07apr2026. A gap in the phb data was seen between 11:14 on 06apr2026 and 15:15 on 07apr2026, indicating that the previous pod lost connection with the controller, resulting in missing insulin delivery data as the pod was still active during this time. The data indicates that the pod was in manual mode delivering the user's manual basal program during this gap. The cloud data showed that multiple boluses were delivered during this period. The phb data showed that the total pulse delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered by the pod. The cloud data showed multiple high glucose libre 2 reminders during this period in response to the high estimated glucose values received by the pod. It cannot be conclusively determined if the controller was generating the correct sounds for these reminders based on the available cloud data. No evidence of a failure to deliver insulin was observed in the available cloud data. The exact cause of the reported inaudible alerts could not be conclusively determined.

Manufacturer narrative:
Please see section h6 for an additional medical device problem code.